Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose level of 319 mg/dl, cause was unknown. Customer attempted to self-treat with a correction bolus via pump and was transported to the emergency room (ER) on (B)(6) 2021 by a friend and was subsequently admitted to the intensive care unit (ICU) due high ketones identified as dangerous. Customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issues. Customer was released from the ICU on (B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.